Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The displacement test was not performed and the motor position encoder error alarm was not verified in the alarm history screen due to motor error alarm. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump alarmed motor error during basal rate delivery. Customer stated that the device was worn during an MRI. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 315 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.